Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer. There was no reported impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using it. The support team instructed the customer to call back if the malfunction occurred again, which the customer acknowledged and understood.